Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted a sheath. The md found that the iab became stuck in the sheath during insertion and as a result, the iab with the sheath was removed as one unit. Another iab was not inserted because of the patient's increasing blood pressure. There was no reported harm to the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.